Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the fuses was required to be replaced. The imaging system then passed the system checkout and was found to be fully functional. The fuses was discarded so no further analysis could be completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the imaging system will not power on. There was no patient present when this issue was identified.